Event description:
Had lasik surgery performed at the lasik vision institute and have had unsatisfactory results after the first yr. Through numerous medical and ophthalmology exams, it was discovered I have a disease called keratoconus which would mean I am not eligible for the surgery. An appropriate and satisfactory pre exam was not performed, the lasik vision institute were not willing to facilitate my condition. They were tardy in returning my phone calls. I have double vision, excessive ghost images constantly. They did tell me a yr later I am not eligible for a corrective surgery, would not consider giving me a refund. They have poor customer svc from the office mgr, lack of accountability and excessive apathy. For each check up exam I sat with a different doctor. They have a low retention rate as far as their employees is concerned. I would like to report this problem and also explain in further detail to the right person or committee. I think my story should be reported and made an example of. In 2005: surgery 2006: annual exam showed reduction in eye strength of right eye and that I had a condition to the eye lid. In early 2007: started to have considerable eye problems. Advised that I was not eligible for eye surgery by the institute, but not told why and then told to see a specialist that I have to pay for and get a release from my medical doctor. On approx seven months later: had many visits to eye doctors office and eventually was diagnosed with a condition called keratoconus. I was not tested for this condition in the pre exam to see if I was eligible for the surgery. Dates of use: 2005 - 2008. Diagnosis or reason for use: corrective eye surgery.